Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the end of the inner sheath of the unit broke off and fell inside the patient. It was further reported that the doctor used another unit and once inside the patient, retrieved the piece that had broken off.